Manufacturer narrative:
Additional information: g3, h3, h6. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause might be attributed to damages resulting from wear and tear.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Unknown product - arthrex camera head. It was reported that the image is so dark that it is almost impossible to distinguish between different types of tissue, which makes it impossible to operate safely. The brightness is already set to the highest level, but despite this, it is almost impossible to see anything during surgery. In addition, the camera head becomes so hot during surgery that it is almost impossible to hold.